Event description:
It was reported the programmer is broken and it displayed an error message "serious programmer error". The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported error; system error was found in the programmer error log. Hard drive was reconfigured and software reloaded to resolve issue. It is noted the programmer was able to interrogate a device wireless and non-wireless and was able to print to the programmer and to an external printer. Analysis could not confirm the report of the programmer being broken. Concomitant product: 229047 analyzer. (B)(4).